Event description:
During the removal of an embolized valve, the apex could not be sutured closed and the patient passed away. The valve was advanced into the annulus with no difficulty. There was not a whole lot of calcium on fluoro, but the patient did have one area of calcification on the right leaflet. The valve was initially deployed 40:60 a/v. After looking at echo, pvl was noted at 11 and 12 o¿clock so the team decided to post dilate the valve. After the post dilation new cai was noted at 9 o¿clock. An aortogram demonstrated moderate cai with mild pvl. The patient remained stable throughout. After looking more closely on fluoro the valve appeared to be more ventricular than it was immediately after deployment, appearing 30:70 a/v. The team decided to put a second valve in due to the cai and uncertainty of the first valve moving more ventricular. A second 23mm sapien xt valve was prepped. After manipulating the second valve through the first valve in the ta approach, the second valve touched the first valve and it fell into the ventricle. The patient remained stable, the wire remained in place, and the second valve was implanted 50:50 in the annulus while the first valve remained on the wire in the ventricle. Bypass was initiated to retrieve the first valve through the hole in the ventricle. The incision site was enlarged to pull the first sapien xt valve out, and it did come out; however, the patient started to become more unstable. The tissue was friable, and the ventricle was unable to be sutured back together. The patient ended up expiring.

Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, it was noted that the patient had friable tissue, causing the inability to suture the initial incision closed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This report is related to MDR #2015691-2015-01313.